Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during instrument exchange in a laparoscopic sleeve gastrectomy, the seal disengaged. The internal blue seal fell into patient cavity. The surgeon located the seal and took out a new trocar to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the obturator appeared intact. The circular seal was disengaged. The cannula, trocar and envelope seal appeared intact. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during instrument exchange in a laparoscopic sleeve gastrectomy, the seal disengaged. The internal blue seal fell into patient cavity. The surgeon located the seal and took out a new trocar to finish the case. There was no patient injury.